Event description:
The user's son called stating that the left handle on the unknown transport chair has allegedly bent to a 45 degree angle. It is unknown if this transport chair is a model with hand brakes. Unsure how it happened. No injury alleged.